Event description:
Mid sfa intervention on a pt. A bmw exchange length guide wire was placed across the lesion site. The angiosculpt was prepped and quickly advanced across the lesion. The angiosculpt was inflated very slowly from 1 atm to 2 atm every 5 seconds to a pressure of 7 atm to 8 atm. The pressure was then reduced to approx 5 atm for approx 90 seconds. The angiosculpt was deflated and pulled back from the lesion site. A dye injection that was made revealed a perforation at the site of inflation. Subsequently, the angiosculpt was quickly removed, and a balloon catheter, approx 6 mm x 80 mm in size, was inflated to 1 atm to seal the perforation. A ptfe-covered stent 6 mm x 100 mm in size was successfully deployed across the area of perforation. The stent was then post-dilated with a 5 mm x 40 mm balloon. Angiography revealed the sfa to be widely patent with good flow and no further evidence of perforation. The procedure was successfully completed. The physician discussed the event and agreed that the angiosculpt was too large for the treated vessel. There was no evidence of device malfunction. Follow-up on the pt's condition revealed that the pt fully recovered.

Manufacturer narrative:
Visual examination of the returned device found no device malfunction. Performance tests performed on the returned device revealed no device malfunction. In the original complaint report, an incorrect guide wire size was used (0.014"). This conflicts with the instructions for use for this device. It was an off-label use.